Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: patient presented with the following pre-op diagnosis: l1 burst fracture. Procedure: retroperitoneal exposure of the thoracolumbar junction t12 through l2. L1 vertebrectomy. T12 through l2 arthrodesis with autograft bone both rib and vertebral body. T12 through l2 instrumentation with anterior screws and rods. T12 through l2 interbody stabilization with a cage. Autograft bone graft both rib and vertebral body. Perop: the bone morphogenic protein and bone chips in the cage and bone morphogenic protein and bone chips around the cage. Then rods were placed. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.